Event description:
The burr perforator attached to the 3m cranitome is used to drill burr holes in the skull. This burr perforator is designed to automatically lock before it reaches the dura, which covers the brain. On 3/2/1998, this system failed.